Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve broke on the vizigo¿ sheath and that they were having backflow. It was reported by the biosense webster inc. (Bwi) representative that during a procedure, the hemostatic valve broke on the vizigo¿sheath. They reported that they were having backflow. The sheath was being used on the patient. To troubleshoot, the vizigo¿ sheath was replaced, the issue was resolved, and the procedure was continued. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 02-aug-2023, it was noted that the incorrect code of fluid leak (a050401) was submitted in the initial 3500a report (B)(4). The correct medical device problem code is material separation (a0413). Therefore, h 6. Medical device problem code was updated.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported by the biosense webster inc. (Bwi) representative that during a procedure, the hemostatic valve broke on the vizigo¿sheath. They reported that they were having backflow. The sheath was being used on the patient. To troubleshoot, the vizigo¿ sheath was replaced, the issue was resolved, and the procedure was continued. The hemostatic valve leak issue is MDR reportable.